Event description:
As reported to coloplast though not verified, patient experienced mesh erosion, chronic utis, pelvic pain, back pain, painful urination and bowel movements requiring surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.